Manufacturer narrative:
Film evaluation results are: a CT scan 8 months post procedure revealed right (ipsilateral) limb was occluded by thrombus with limited flow. Thrombus formation extends into the bifurcate body. Bifurcate body shows significant thrombus with two channels of flow leading to the iliac limbs of the graft. Larger flow channel leads to contralateral (left) leg. Two surparenal stents are entangled; likely no relationship to the occlusion complaint. Aneurysm sac has an abnormally large vessel wall, based on distance between circumferential calcification and the edge of the vessel. Bloodflow diameter in regions of right iliac ~2-5 mm. Per the physician, the right external iliac likely dissected during the index procedure, with a portion of the iliac intima in the bifurcate body causing the limited flow. The physician elected to implant unknown bare metal stents to assist with flow restoration ¿ it is unclear if this has happened yet, no scans are currently available. The right common iliac appears to be free of calcification, in contrast to the rest of the patient anatomy. The length of this region free of calcification is ~ 43 mm. The obstruction in the bifurcate body channeling limited flow to the ipsilateral (right) leg is ~ 43 mm long and appears to be the calcification and (likely) intima from the right common iliac. It is possible that the delivery system for the iliac extension implanted in the ipsilateral side of the patient caught on and dissected the calcification and intima of the common iliac and then transported the torn anatomy up into the bifurcate body, where it was left behind when the delivery system was withdrawn. The right external iliac has flow diameters as low as 2-3 mm in this scan ~ 8 months post op. The flow restriction due to the channel of iliac intima likely resulted in the thrombus buildup in the rest of the ipsilateral limb and the bifurcate body. Not enough flow could get to the ipsilateral limb to keep it fully open. Limited flow was needed through the bifurcate body to keep the contralateral side open, resulting in thrombus in the unnecessary area.

Event description:
Additional information received reported that the patient received treatment. The physician implanted a 28x28x49 endurant cuff to cover the possible intima and thrombus that had formed. The physician then implanted an endurant 16x13x93 extension in the left limb and 16x10x124 extension in the right limb to raise the aortic bifurcation about one cm into the new aortic cuff. The stent grafts were ballooned and the procedure was successfully completed. The patient had blood flow down both limbs and there were good pulses in each leg. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Film review of returned CT's 8 months post-implant revealed that an endurant iis stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest left renal artery. The proximal stent graft od measured ~24mm, and 1cm lower near the level of the 2nd covered stent was 26mm. Two of the anteriorly positioned suprarenal stents appeared to be entangled. The infrarenal neck and aortic body were angulated ~40 deg maximum; l-r. The ipsi limb, which opened on the left side, crossed over the contra limb and was deployed into the distal aaa, and the ipsi limb was extended with another limb into the distal portion of the right common iliac artery. The contra limb was deployed proximally into the gate up to the flow divider, and implanted distally into the distal portion of the left common iliac artery. Significant thrombus was observed inside the bifurcate aortic body beginning near the proximal graft margin. Within the aortic body there also appeared to be a possible calcified blood vessel (intima), ~10mm max diameter x 4cm length, which appeared patent and extended continuously from the proximal bifurcate into the origin of the ipsi limb. Stent graft thrombus (5 ¿ 6mm flow lumen diameter) continued distally along the entire length of the ipsilateral limb and extension. Minimal blood flow (2 ¿ 3mm flow lumen diameter) was seen distal to the right limb within the small and calcified right external and femoral arteries. On the left side, thrombus was also seen to a lesser extent along a 3cm length from just below the level of the gate to the distal aaa sac. No thrombus was seen within the left iliac limb or distal to the stent graft, as well as within the calcified left external and femoral arteries which revealed a larger diameter flow lumen as compared to the right side. The iliacs were minimally tortuous; no stent graft kinks or compression was observed. The aaa diameter was lined with calcification and measured 4.6cm; no endoleak was seen. No other stent graft issues were observed. The cause of the stent graft occlusion could not be determined from the films provided. Films during implant and earlier post-implant images were not available for review. The cause of the dissection at implant could not be determined; this was most likely anatomy related due to the small and calcified iliac and femoral arteries. The cause of the section of likely blood vessel intima seen within the aortic body, which may have contributed to the downstream occlusion, also could not be determined. Poor distal runoff may have also contributed to the occlusion. It is possible that a dissected section of the right external iliac artery may have been pushed up to the bifurcate aortic body during implant. The cause of the observed suprarenal stent entanglement could not be determined, and it could not be determined if related to the occlusion.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported 8 months post index procedure a CT revealed that the right endurant 16x10x124 stent graft limb was occluded by thrombus. The physician stated that there was limited flow through the right limb due to the occlusion and that the thrombus extended into the bifurcate. The physician elected to implant unknown bare metal stents to assist with flow restoration. Per the physician, the cause of the thrombosis formation and occlusion was due to damage of the right external iliac intima. According to the physician, dissection of the right external iliac likely occurred during the index procedure. Additionally, the physician stated that a portion of the right external iliac intima was in the body of the endurant 28x14x103 bifurcate stent graft causing limited flow to the right endurant 16x10x124 stent graft limb. The patient will be monitored. No additional clinical sequelae were reported.